Event description:
Device malfunction: none. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the prostar xl device achieved a preclose suture placement technique in the right femoral artery prior to an interventional procedure. Reportedly, during a percutaneous aortic valve procedure, a planned surgical cut-down was performed and bands were placed proximal and distal to the femoral puncture site prophylactically. Five to six sutures were also placed around the puncture site to close the puncture site, if needed. The prostar xl sutures were successfully placed and the percutaneous valve replacement procedure was completed. The pre-placed prostar xl suture knot was advanced; however, the knot became caught in the other sutures placed by the vascular surgeon, causing the prostar xl sutures to be pulled out of the artery. Vessel closure was completed using the other pre-placed 5-6 sutures. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. (The safety and effectiveness of the prostar xl pvs system have not been established in pre-placing the sutures with approximately 5-6 pre-placed sutures, resulting in the prostar xl sutures becoming caught in the pre-placed sutures).